Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for the past few days the customer has been experiencing elevated blood glucose (bg) levels ranging from 300-400 (mg/dl). Injections via insulin pens were used to correct elevated bg levels. The customer stated the suspected cause of the elevated bg levels is the pump. Reportedly, the customer's bg level has returned to target while using a different tandem pump for insulin therapy. It was indicated that the customer would continue to use the different tandem pump until the replacement pump was received.